Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric de novo lesion in the proximal left circumflex coronary artery with moderate tortuosity, mild calcification and 90% stenosis. A 3.00x15 mm trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, resistance with the anatomy was felt. The balloon of the bdc ruptured on the first inflation at 10 atmospheres. Pre-dilatation was performed with a new 3.00x15mm trek bdc and the procedure was successfully completed with the deployment of a 3.0x33 mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.